Manufacturer narrative:
Batch records, final product manufactured and qc records have been reviewed for lot cov2020164. No abnormal issue was found in the manufacturing process, tehcnical testing, and quality control inspection, the manufacturing process complied with the dmr. Test results of retained samples all meet with the qc criteria. The issue was not found or could not be reproduced, this complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
False negative result(s). Customer tested negative with the flowflex kit but when they went to the dr. They tested positive with another antigen test.

Event description:
False negative result(s). Customer tested negative with the flowflex kit but when they went to the dr. They tested positive with another antigen test.